Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy due to post-paced t wave oversensing. The device was explanted and replaced without complication. The patient's condition was good.